Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in an opened unknown sterilization pouch. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. In addition each connector was inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter starts out cutting as intended. However, after only a few minutes the sound of the cutter changed and it was noticed that the inner needle stopped retracting from the port window until finally it locked up and remained in a closed positon. The cutter would no longer cut or aspirate. It should be noted that a bent needle could contribute to poor cutting performance. It cannot be determined how the needle became bent. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter stopped cutting during surgery. There was no patient injury or medical intervention required.